Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). The device was investigated at eit emerging implant technologies gmbh. It was noted that the laser weld on the inner pin is broken based on too high torque that was used to tighten the implant to the inserter. Shaft of the inner pin is missing, only the broken knob component was sent by the customer to eit. As the thread of the knob is damaged, it is unknown if that is caused by improper manufacturing or by the attempt from the end user to disassemble the knob from the handle. Additional the shaft on the t-handle of the inserter is broken, most probably by high hammer impacts but the shaft is still attached as this done with a thread. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A definitive root cause of the laser weld on the inner pin breaking could not be positively determined. However, the results of the investigation provided by eit suggest that high torque was used to tighten the implant to the inserter. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Inner pin is stuck.

Manufacturer narrative:
Product complaint # : (B)(4). D10: correction.